Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (unable to charge a battery) was confirmed due to an internally open y1 crystal oscillator and an internally shorted u13 cmos flash microcontroller on the bedside board. Upon further investigation, the charger was unable to recognize a battery due to contamination on the battery board pca. The root cause of the open y1 crystal oscillator and shorted u13 microcontroller was unable to be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to charge or recognize a battery pack.